Event description:
It was reported by service report that the breakaway head section does not lock into place due to the release bar being bent and the lift here labels were unreadable. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Release bar. Lift here labels.